Manufacturer narrative:
Device was not returned to the manufacturer and therefore unavailable for investigation. Based on the information known, the event was unrelated to a device malfunction.

Event description:
There is no indication of any failure of the device. Patient did not have a past medical history of hypertension. Device was used outside current label indications. Event: renal artery dissection. 24 year old female with a past medical history of multiple comorbidities including nutcracker syndrome and orthostatic hypotension underwent unilateral renal denervation of the left main renal artery on (B)(6) 2024. The intention of the treatment team was to relieve pain and pelvic congestion as a last resort before kidney removal; these are outside current label indications. Three emissions were successfully placed in the left renal artery. After the paradise device was removed and during the final angiogram, a non-flow limiting dissection was noted near the site of the 2nd sonication. In addition, vasospasm was observed and nitro was given. Patient was kept overnight for observation, discharged, and is doing well per treating physician. Patient was prescribed dual anti-platelet therapy for 1 month, follow-up CT angiogram on post op day 1 showed patent left main renal and accessories without any significant postprocedural changes. Follow-up is scheduled in a month.